Event description:
As reported on social media, the patient had a failed tavr surgery. Per the patient, the procedure went well; however, the patient notified the physician while in recovery that they had a stroke. The symptom was a blind spot on the left eye. The stroke was acknowledged 9 days post procedure. After being released from the hospital, the patients blood pressure was high and they reportedly did not feel right. The sapien 3 valve was found to be working find and no additional testing was performed. Seven months later, the patient had a positive stress test, followed by a heart cath which showed 70-80% blockage. The patient had a triple bypass surgery. The tavr valve was not explanted and is still functioning well. The patient said that a leaflet was blocking their coronary artery.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Based on the limited information provided, the possible cause of the stroke is unknown but may be related to the mechanisms listed above. However, the event may be related to patient factors and other contributing factors as minimal clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.